Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Healthcare professional additionally reported rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening on patch/shell bond edge side assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, d4, d6b, d9, e1, h3, h4, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Physician reported capsular contracture, baker grade unknown, on the left side. The device status is unknown.

Event description:
Physician reported capsular contracture, baker grade unknown, on the left side. Healthcare professional additionally reported rupture. The device was explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: device patch with lot number 2670823 and catalog number 325g. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional additionally reported rupture. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.